Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had experienced shocking when they were charging with the wireless recharger (wr) over the ins. The patient described the shocking sensation as similar to the stimulation that they feel at their lead site, but in the pocket. The patient described the sensation as unbearable. The rep noted that the patient's charging post-op was fine without any shocking sensation. The rep had done some troubleshooting with the patient over the phone. They had the patient turn the ins off and moved the charging speed down from 2 to 1. This resolved the issue. At that point, they had the patient turn the ins back on while charging, and the issues was still resolved. They discussed charging with fabric between the wr and ins.  The rep was going to meet with the patient the next day for troubleshooting.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the clothing placed between the recharger and ins fully covered the recharger, including the pins. The shocking during recharge issue was reported to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was undetermined but seemed to improve with layering of clothing between the charger and the ins. The recharger did not seem to be the cause. At the appointment the impedance was checked and all were within normal ranges. An alternative recharger was tried, but still produced the shock. They turned the ins off and on during charging to see if off was better. This seemed to show improvement but results were inconsistent. They also tried changing the charging speeds, but results were also inconsistent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.